Manufacturer narrative:
The reported event of loss of ble was confirmed. Analysis of device diagnostics revealed that the device had entered ble lockout due to patient role session time threshold being reached. The threshold was reached due to a high number of episodes being transmitted and the device not being interrogated by a programmer in that time. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.